Event description:
Caller states patient visited facility's outpatient medical clinic with complaints of being lightheaded and not feeling well. A venous glucose sample was collected at 1019 and sent to the lab. At 1033 a finger-stick result on the inform ii system was 101 mg/dl. Caller states that the patient was not treated for hypoglycemia based on the inform ii system reading. Caller states patient was transferred some time later from the outpatient clinic to the emergency room for further evaluation and treatment. At about 1200 the lab reported a glucose result of 38 mg/dl for the sample drawn at 1019. Caller states that if the inform ii system would have provided a lower result, the customer would have been treated for hypoglycemia at that time. Reporter did not know what treatment was provided to the patient at the emergency room. A request was made for the return of the suspect device but caller advised the strips are no longer available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer does not have strips available to return for investigation. Will not be returned to manufacturer.